Event description:
Customer reported a past incident of high blood glucose (bg) levels, reaching between 501-600 mg/dl. Cause was not known. To address the high bg, the customer administered a correction bolus using the pump and a correction injection. Despite experiencing frequent high bg events, the customer declined further assistance. Technical support recommended consulting with a healthcare provider for further evaluation, and the customer acknowledged this advice.